Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with possibly greater than two seconds of asystole. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that the lead was tested and measurements were within normal limits. Patient isometrics were performed, but the noise could not be consistently reproduced. The rv sensitivity was reprogrammed, and the patient would continue to be followed. No additional adverse patient effects were reported. The lead remains in service. Additional information received reported that this patient was syncopal and presented to the emergency room. There was an 18 second pause noted at the time of the syncope. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional medical intervention performed.

Event description:
Additional information received reported that the lead was tested and measurements were within normal limits. Patient isometrics were performed, but the noise could not be consistently reproduced. The rv sensitivity was reprogrammed, and the patient would continue to be followed. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with possibly greater than two seconds of asystole. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.